Manufacturer narrative:
The reported event of sticky trigger was confirmed by the repair technician through disassembly and visual inspection. It was noted that the trigger screw was loose, which may cause the reported event.

Event description:
It was reported that during a procedure at the user facility, the sabo sagittal saw had a sticky trigger and would run-on. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility, the sabo sagittal saw had a sticky trigger and would run-on. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.